Event description:
It was reported that the pulse generator exhibited a loss of ventricular capture and high lead impedance. During the explant procedure, fluid was noted in the connector area. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.